Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that they saw the patient on (B)(6) 2015. On (B)(6) 2015, the manufacturer representative reset the device and interrogated the settings and found the device oriented in all 4 positions. The next day the patient was still having problems and the device was still randomly changing settings and positions. The manufacturer representative saw the patient again on (B)(6) 2015 and the device was not oriented to any position.

Event description:
It was reported the failed back syndrome patient¿s implantable neurostimulator (ins) had ¿on occasion, turned off spontaneously.¿ it was stated the patient was unable to give specific times or dates, but would ¿notice that it was off when his pain had become severe.¿ it was further stated the patient experienced ¿less than 50% therapy relief.¿ the patient indicated the last time his ins had switched off was a few weeks prior to report. Interrogation of the device history confirmed the ins switched off at about 12:30 pm on (B)(6) 2015 and was not switched on again until the evening of (B)(6) 2015. It was noted that impedance testing and reprogramming was performed as a result of the event. The patient¿s ins remained implanted and in service at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient had been contacting the manufacturing representative every couple of weeks. The patient wanted to know if there was anything that they could suggest to prevent the implantable neurostimulator (ins) from switching off.

Event description:
Additional information reported, the patient's device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins functionally okay. There were insignificant anomalies.